Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the hose of the device was leaking water onto the floor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that the hose of the device was leaking water onto the floor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Additional information provided confirmed that the device was leaking on to the floor and did not leak on to the patient surface. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable.

Event description:
It was alleged that the hose of the device was leaking water onto the floor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.